Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Deep rectum resection, the reload is closed onto the tissue but does not react. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, nothing fell into patient, no reinforcement material used. No patient data available.